Event description:
The customer reported an employee with hydrogen peroxide contact when removing a wet load from the unit. The customer reported that the vaporizer plate was in place, but was covered in residue. The employee complained of skin discoloration and pain at the contact site. The employee rinsed the contact area under water for 15 minutes and reported to the ER where she was seen and discharged without further follow-up, no treatment reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, the fse went to the facility. The fse found stabilizer build up on the vaporizer assembly. The fse instructed the customer to clean the vaporizer assembly with water periodically. A new vaporizer plate was installed and looked "normal". All parameters found to be within specifications.